Manufacturer narrative:
(B)(4). Initial reporter phone number: (B)(6). The device was serviced on-site by a field service technician. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection, battery testing, and a review of the alarm log were performed. The device could not turn on. Battery testing revealed that the battery could not retain voltage. The cause of the condition was determined to be a damaged battery. The cause of the damage was not determined. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged battery. No additional information is available.